Event description:
It was reported that the customer went the emergency room (ER) due to a blood glucose level of 408 mg/dl. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, the cause for the reported issue was due to the pump battery not charging. Subsequently, the pump shutdown. The customer reverted to an alternate method of insulin therapy. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.